Manufacturer narrative:
(Secondary intervention) - inherent risk of procedure (migration, endoleak). Patient's condition affected effectiveness of device (severe disease progression with a short angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (severe disease progression with a short angulated aortic neck) .

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 30 months ago. Vessel morphology was reported as severe disease progression with a short angulated aortic neck. It was reported that the stent graft has migrated resulting in a type I endoleak. The physician elected to implant two talent cuffs and the endoleak was resolved. The patient was reported to be fine and no additional clinical sequelae have been reported.